Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused customer¿s blood glucose to rise to a ¿high¿ level above 500 mg/dl, although exact value was unknown. Customer gave correction injection using multiple daily injections and then resumed insulin delivery with pump. The customer continued to use the pump for insulin therapy.